Manufacturer narrative:
The insulin pump passed the displacement test but the p-cap not locks into the reservoir compartment properly due to completely broken reservoir tube lip and missing reservoir tube o-ring noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the reservoir ring was came off. The blood glucose level was unknown. Customer stated that the reservoir does not lock into place. The product will return for the analysis.